Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of (B)(4) full energy (B)(4) biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has not yet been returned to zoll for evaluation. Device manufacture date: monitor sn (B)(4): 03/27/2015 reuse. Electrode belt sn (B)(4): 09/03/2015 initial use.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016. Clinical analysis confirms that the patient was in ventricular tachycardia above the treatment threshold for five minutes from 16:34:34 to 16:39:34, but was not treated. There is no automatic ECG data from the alleged event, as the device did not interpret the rhythm as an arrhythmia; however, continuous ECG data from the event has been recovered. Two arrhythmias were then detected from 16:39:34 to 17:18:03. The rhythm at the time of the arrhythmia detections was vt at 165 bpm self-converting to bradycardia at 45 bpm degrading to severe bradycardia at 10 bpm. Asystole was detected two times from 17:20:20 to 17:24:18, and the electrode belt was disconnected at 17:29:34. The patient passed away on (B)(6) 2016. Monitor sn (B)(4) was returned and was found to be fully functional. Electrode belt sn (B)(4) has not yet been returned for evaluation. An engineering investigation into the root cause of the event concluded that there was no device malfunction associated with the event. The patient was not treated because all of the detection algorithm's criteria for declaring an arrhythmia had not been met. The patient's rate of vt did exceed the programmed threshold; however, the morphology of the arrhythmia too closely matched the patient's baseline and the rhythm was unable to be distinguished as vt. The engineering investigation concluded that the detection algorithm operated as designed.

Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has not yet been returned to zoll for evaluation. Will send a supplemental report upon completion of investigation. Device manufacture date: monitor sn (B)(4): 03/27/2015 reuse; electrode belt sn (B)(4): 09/03/2015 initial use.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016. Review of patient's downloaded flag data from the day of the death indicates that the patient was in vt above the treatment threshold for five minutes from 16:34:34 to 16:39:34, but was not treated. Due to a loss of data, there are no ECG data surrounding the alleged event. Two arrhythmias were detected from 16:39:34 to 17:18:03. The rhythm at the time of the arrhythmia detections was vt at 165 bpm self-converting to bradycardia at 45 bpm degrading to severe bradycardia at 10 bpm. Asystole was detected two times from 17:20:20 to 17:24:18, and the electrode belt was disconnected at 17:29:34. The patient passed away on (B)(6) 2016. Monitor sn (B)(4) was returned and was found to be fully functional. Electrode belt sn (B)(4) has not yet been returned for evaluation. Reporting the event out of an abundance of caution, as it cannot yet be confirmed whether or not a device malfunction caused or contributed to the patient's death. Will send a supplemental report upon completion of investigation.